Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of devices had a curvature in the tube body that prevents the corresponding sample from being taken. There were no health consequences or impacts reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - bd received six (6) photos for investigation. After analysis, one (1) of the customer photos shows a tube that is slightly bowed. A total of 30 retained samples were visually inspected, and none of the samples showed signs of bowed molding. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: bowed molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, an unspecified number of devices had a curvature in the tube body that prevents the corresponding sample from being taken. There were no health consequences or impacts reported.